Event description:
Information from ae regulatory system: on the morning of (B)(6) 2024, when the nursing staff was treating the patient, the insulin syringe was easily slipped when connecting to the detained needle for fluid infusion. The syringe was replaced to complete the treatment, and no adverse effects on the patient were caused. Ae report no. (B)(4). Call center contacted customer to acquire the information: when using the syringe to draw the insulin solution, negative pressure can not be formed, and there will be leakage (details please see the arrow in the picture and the operation video), and can not completely draw the insulin solution. It is confirmed that the insulin syringe is not connected to the infusion set. In addition, customer supplemented information: material code is 328421, no customer response is needed. 1 sample availability: yes. 2 sample availability details: picture/video only.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause could be identified; however. Probable root cause is not an adequate amount of plastic being injected during first stage fill, inadequate pack/hold pressure, inadequate pack/hold time. . Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.